Manufacturer narrative:
(B)(4) a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart mrx status screen displays an x sign after running an operational check test that passes.